Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month.  The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was report that the patient experienced intermittent elevated lactate dehydrogenase (ldh) greater than 1,000 u/l. The patient was brought into the hospital and treated with a heparin infusion. With heparin, the ldh would then return to baseline. The patient was transplanted. Additional information was requested, but was not provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device could not be located at the user facility. Device evaluation no product was returned for investigation. A correlation between the device and the reported elevated lactate dehydrogenase level (ldh) could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.